Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer. Technical support advised that the reset involved one of the pump's microprocessors during a system check, serving as a safety feature, and confirmed the pump's functionality. Customer was informed about the resetting of insulin and bolus settings, and the need to restart cgm sessions and reload cartridges. Customer acknowledged the information and successfully resumed insulin use.